Event description:
Boston scientific crm received information that the right ventricular (rv) lead exhibited loss of capture at maximum outputs. It was also noted that the historical daily measurements stored by the device showed rising impedance measurements and declining r-wave amplitude measurements. The physician stated that he believes that the rv lead performance issue could have been caused by a dialysis catheter that was inserted via left side access. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.